Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had several pump error alarms and the buttons were unresponsive after it was exposed to moisture. Customer reported that a critical pump error was displayed on the insulin pump screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Also, unable to confirm pump error or unresponsive keypad due to critical pump error alarm.